Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, logs have 433 entries are logged of "power button pressed" and power "button released" between (B)(6) 2023 and (B)(6) 2023. Request to cs team to ship new replacement power board under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista1000 ventilator is showing shutdown dialogue box of display automatically without pressing the power button. Problem has not been resolved after cleaning the power board. Issue happened prior to patient use, no patient involvement.

Manufacturer narrative:
Result of investigation: the failure analysis received the defective power board and the log files for the device. The power board was tested and found to be functioning as expected with no issues. The reported issue was confirmed in the log files but was unable to be duplicated in the failure analysis lab.

Manufacturer narrative:
Device evaluation:g3,g3,h2,h6 and h11 additional information:d3 result of investigation:the suspect device was not returned to vyaire medical for evaluation.root cause was determined due to defective power board electronics as a resolution, vyaire ts advised cs team to ship a new power board under warranty replacement to decent.